Event description:
It was reported there was a motor stall and motor stall recovery noted in the pump logs. The patient did not hear an alarm. The stall was caused by using a telemetry magnet for a previous pump manufacturer¿s pump model. The stall began at 10:37am and recovered at 10:49am on (B)(6)-2006 after a refill. There was no patient treatment, intervention, or troubleshooting required or performed. The patient recovered without sequela. The pump was used to deliver compounded baclofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2000-(B)(6), (B)(4).